Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v182607, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v324755, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
A consumer reported that a few days after reprogramming, their dyskinesia came back. This had been occurring since implant of their initial device in (B)(6) 2009 and with each implantable neurostimulator (ins) since then. Since the initial implant in 2009, t he patient had been reprogrammed every 4-6 months. The current return of dyskinesia was worse than after the implant in 2009. The dyskinesias were better than they were in 2009, but this was still an intermittently reoccurring issue following reprogramming. Every since (B)(6) 2009, the patient¿s symptoms seem to get worse. The patient contacted the manufacturer to see if the labeling had anything about staying out of the sun. Since 2013, the patient has had issues with movement that are gradually getting worse to the point where they could barely move. The patient has to sit often and they cannot turn sides in their bed because their muscles are so stiff. The patient stated they were a ¿problem child¿ with medication since day one and that was why their neurologist suggested deep brain stimulation (dbs). The patient was bad with medication and they had every side effect. Every parkinson¿s disease medication and muscle relaxer was tried and the patient every side effect listed so they decided to try dbs. The patient¿s indication for use is parkinson¿s dual and movement disorders. The patient had an appointment scheduled with their health care provider (hcp) on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a consumer reported they wanted to meet with a manufacturing representative for programming. The patient stated, they were a "problem child" when it came to programming and they had been in their health care provider's (hcp) office for three hours sometimes.